Event description:
The reported handheld was returned to the manufacturer and is currently undergoing product analysis.

Event description:
Analysis was completed on the returned handheld and flashcard. Analysis of the handheld revealed that during the analysis it was identified that the touchscreen display was unresponsive. The cause for the anomaly is associated with debris that was trapped under the case. Once the display was cleaned, no further anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. Analysis of the flashcard indicated that no anomalies associated with flashcard software or databases were identified during the flashcard analysis.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was reported by a nurse through a company representative that she had handheld issues as the screen of th e handheld became unresponsive to commands. The company representative indicated that the handheld charges and loads the software fine however they are unable to do anything else with it. Hard resets were performed and the issue prevails. At the moment a new handheld was provided to the nurse and the software handheld remains in transit to be returned for analysis.